Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience muscle stimulation. The patient underwent a replacement procedure, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of muscle/pocket stimulation - a known medical risk for implanted pulse generator systems (pacemakers, defibrillators, rhythm therapy devices and associated cardiac leads). Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular rv lead caused the patient to experience muscle stimulation. The patient underwent a replacement procedure, and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.